Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks at different episodes due to atrial fibrillation with rapid ventricular response. At one of the episodes, therapy was exhausted and at other episode the last shock converted the rhythm, and the patient went to normal sinus rhythm and normal heart rate. It appears that the patient was not taking their medication, therefore the medical doctor was going to give medicaments to the patient and no device reprogramming was expected for this crt-d that remains in service. No additional adverse patient effects were reported.